Event description:
A healthcare professional reported left side a rupture, breast pain and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported left side rupture, breast pain, and capsular contracture baker grade ii. The device has been explanted.